Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said there thing hasn¿t been working for lots of months, meaning that the patient was getting a poor communication message when using their patient programmer, no matter which way they position the antenna. Patient services reviewed how to sync without antenna attached and the patient was still getting poor communication message. The patient is confident they were placing the programmer and antenna in the correct spot over the ins. Patient services ordered a replacement programmer for the patient to try and reviewed that poor communication may also occur if the ins has reached eos (end of service). Patient services reviewed that if the patient continues to see poor communication message with the new programmer, they should follow up with their healthcare professional. Additional information received on (B)(6) 2020 from the patient said she got the new programmer and is getting the same messages so she thinks it is the device. She already called the doctor and she thinks she goes to her next tuesday. Patient wanted to know if she needs to send one pp back or both. No symptoms were reported. No further complications were reported.